Event description:
The customer reported the sys displayed uninterpretable images. No report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive was replaced and the software was reloaded. The sys was then found to be operating as intended.